Manufacturer narrative:
On 3/1/2018 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were received. In between, a 2 cm segment of lead body was missing. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead body. In particular on the distal lead fragment the insulation was rubbed through near the shock coil. This damage can be considered as the root cause of noise which led to the reported shock delivery. Based on the characteristics of this damage, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The available iegms confirmed the occurrence of noise in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis revealed that the clinical observation resulted from a damaged lead insulation. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
Ous MDR - after an implantation period of approximately 49 months, it was reported that the patient arrived at the hospital after having received shocks. In the clinic, oversensing was confirmed and the patient was hospitalized. The lead was explanted, but not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.